Event description:
It was reported the patient is deceased and died approximately eight months after implantable cardioverter defibrillator (ICD) replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the physician noted the cause of death as congestive heart failure and further noted the death was unrelated to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588, implantable pacing lead, implanted: (B)(6) 2008. A 694765, implantable tachy lead, implanted: (B)(6) 2008. A 50 76-52, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).